Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the right ventricular (rv) lead exhibited crosstalk from the atrium. In addition, a recent spike in defibrillation impedance measurements and increased thresholds were observed. The rv lead remains in use. No patient complications have been reported as a result of this event.